Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k) #: exempt. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket wire of an ncircle tipless stone extractor broke during a flexible transurethral lithotripsy procedure. After laser crushing, the device was used to grasp a 3mm stone in the urinary duct. One of the four basket wires broke when pulling it into the access sheath. The procedure was completed by using a similar-like device. Additionally, no damage to the device was observed prior to use. The device was tested in an uncoiled position and functioned properly prior to use. The laser was not used while the basket was used. Patient's ureteral stenosis kept the basket from opening or closing. The handle was not in the straight position towards the patient¿s body nor pointed towards the ceiling. The basket was not able to capture any stones. No part of the basket separated. The patient did not have to return for a separate procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.